Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for broken hub with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. It was determined that the customer used the wrong luer adapter for the situation. Bd cautions against the use of bd vacutainer® luer adapter devices for connection to indwelling catheters/ports, and recommends the use of a bd vacutainer® luer-lok ¿ access device instead.

Event description:
It was reported that bd vacutainer® adapter had a piece of the hub with the sleeve break off. No injury or medical intervention reported.